Manufacturer narrative:
The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn between the contrast button and the ok button. During testing, all buttons responded to presses appropriately. No damage to the button contacts was observed during investigation. The cartridge cap and cartridge compartment were found to be intact. The cartridge cap was able to attach to the pump properly and remained secure during all phases of testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no issues. According to the pump history, the pump was in use until 9:46 pm on (B)(6) 2011. The patient reported that he was hospitalized on (B)(6) 2011 around 2:00pm. The complaints about the keypad responsiveness and the cartridge cap security could not be verified or duplicated. No insulin delivery defects were found.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2011 at 2:00 pm due to elevated blood glucose accompanied by dehydration and emesis. He reported that he was transported by ambulance to the hospital, was admitted to the emergency room without an insulin pump in use, was treated with intravenous insulin and fluids, and was discharged on (B)(6) 2011 on his older model insulin pump ((B)(4)). The patient stated that he had discontinued the use of his (B)(4) insulin pump in the early morning on (B)(6) 2011. When he contacted animas at about 1:15 pm on (B)(6) 2011, he reported that he had not delivered insulin for several hours and that his blood glucose (bg) reading on the meter remote was hi (>600 mg/dl). He stated that he did not have guidelines or supplies to use an alternate method of insulin delivery. Customer support urged him to contact his health care professional for dosage guidelines and assistance immediately. The patient alleged that he stopped using the (B)(4) due to mechanical issues with the keypad and the cartridge cap. He alleged that he could not use the keypad because it was peeling and the metal buttons were showing. The patient revealed that he had noticed the keypad issue several days prior to the event. In addition, he reported that the cartridge cap would not secure to the pump and he alleged that he could not use the pump for that reason. The patient noted during a follow up contact with customer support that he returned the damaged (B)(4) to animas and received a replacement pump. He said that he had resumed insulin pump therapy with the replacement (B)(4) and that his blood glucose was currently within his target range. The patient confirmed that he obtained guidelines and supplies for an alternate insulin delivery method from his health care provider and expressed confidence that this type of event would not recur. This complaint is being reported because the patient discontinued delivery of insulin because he alleged that the pump malfunctioned. However, the blood glucose elevation can be attributed to use error; the patient was not prepared to deliver insulin by an alternate means such as syringe or insulin pen. The owner's booklet warns the patient that a backup plan and emergency supplies are a crucial component of insulin pump therapy.